Event description:
It was observed that during the device evaluation, the subject device exhibited a burnt camera cover. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, and although the definitive root cause of the suggested event could not be determined, reported event most likely occurred due to the use of a high frequency energy treatment device without keeping a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use in: olympus cf-ez1500dl/I operation manual chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the endoscope. Olympus cf-ez1500dl/I operation manual chapter 4 operation: 4.3 using endoscopic therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device